Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The customer complained that physical product is inconsistent with label on package. The label shows w8522, but physical products in box are 8534h. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. - please confirm, did the 12 physical products on the box show the same product code (8534h)? If not, please provide the product code and the quantity on the box. - please provide a photo of the labeling identification of the box and the individual foil devices with the alleged deficiency. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: please confirm, did the 12 physical products on the box show the same product code (8534h)? >> unknown. 6 physical products were consumed. The rest of 6 physical products are 8534h (lot tebbad). 6 ea is to be returned as complaint sample. - please provide a photo of the labeling identification of the box and the individual foil devices with the alleged deficiency. >> photo submitted. The suture inside the box is 8534h (lot tebbad). (Barcode on the photo can be scanned and show as tebbad.) Label of box is w8522 (lot ucbbuh).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One open box that pertain to product code w8522 lot ucbbuh with six representative unopened samples that pertain to product code 8534 lot tebbad were received for analysis. A photo was provided, and it showed the same samples, and the box received in a plastic bag. Due to this mismatch, a further investigation was performed. The lots numbers were reviewed against our system and revelated that the product code w8522, lot ucbbuh was packaged on mar 14, 2024. The product 8534, lot tebbad was packaged on may 9, 2023. According to the manufactured dates, there were ten months of difference in the time between the manufacturing of both products, therefore these lots were not mixed in our manufacturing sites. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.